Event description:
It was reported that a malfunction code 9 appeared on the customer¿s pump, referencing a malfunction alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the device, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue happened again, and they acknowledged and understood these instructions.